Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blotches and discoloration on screen and it make it hard to read the screen. Customer stated that insulin pump had oily rainbow effect on screen. Customer stated that insulin pump rejects new batteries and had random no delivery alarms. Customer stated that insulin pump seizures and clock had to reprogrammed to catch up to real time. Customer stated that insulin pump's alarm was quieter than before. No harm requiring medical intervention was reported. The device will not be returned for analysis.